Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer informed intuitive surgical, inc. Technical support engineer (tse) that prograsp forceps instrument that wasn¿t closing all the way and they were not able to remove it. Prior to calling, the customer removed the instrument and the cannula together and observed a screw in the instrument was catching and not allowing the instrument to be removed from the cannula. No related errors in the logs. The is tse asked the customer to return the failed instrument and if not able to separate the cannula and instrument to return both together. The site completed the procedure as planned with no reported injury. On(B)(6)2023, iis followed up with the initial reporter and obtained the following additional information: the nurse stated the instrument was inspected prior to use with no damage noted. The instrument and cannula were removed together were that the grip/jaws would not close and had to be closed with another robotic instrument. The screw at the instrument head would not allow the instrument to fit through the cannula. The port incisions were not increased in order to remove the instrument and cannula together. There were no fragments that fell into the patient. The patient did not suffer any harm. To the best of the nurse's knowledge, there was no instrument collision. There were no images or video recordings.

Manufacturer narrative:
Based on the claim against the product by the customer noting prograsp forceps could not be removed due to a screw sticking out, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to found to have the grip pin dislodged at the distal end. As a result, the cannula and instrument were removed together. The complaint regarding a screw sticking out was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a dislodged grip pin is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument's pin was dislodged. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.